Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
T was reported that the right atrial (ra) lead exhibited an increase in capture threshold and was undersensing. It was further reported that the ra lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited an increase in capture threshold. The lead remains in use. No patient complications have been reported as a result of this event.